Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that all keypad button presses did not activate desired pump functions. It was found that all keypad buttons do not always spring back when pressed. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation, a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. It was also observed that the pump displayed a dim reddish verify screen.

Event description:
It was reported that the keypad is difficult to get a response. It was reported, the pump is not exposed to water and no tears or peeling on keypad.